Event description:
Patient reported they provided a letter of recommendation to stop aligner treatment. Dentist also found patient has mobility to lower teeth. Dentist has concerns for patient using byte treatment due to periodontal health.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.